Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the lower esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed nor opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on august 10, 2021. It was reported boston scientific corporation that the clip failed to open.

Manufacturer narrative:
Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned to the device, and no failures found on the device. Microscope examination was performed, and no issues noted on the device. Functional evaluation was performed and the clip arms can be opened or closed by a normal way. Additionally, the clip assembly was able to release from the catheter successfully without problems. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: b5 (describe event or problem). E1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code). H6 (device codes).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the lower esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed nor opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.